Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.

Event description:
New information received indicates that when an asymptomatic patient presented in-clinic, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The oversensing was not reproducible in-clinic. Programming changes were recommended.